Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the visual investigation of the locking bolt has shown that the recess head part is broken off and is not returned for an evaluation. Further visual inspection of the present locking bolt shaft has shown that a part of thread as well as the tip are dents and deformed marks visible. The complaint is rated as confirmed for this locking bolt. The visual investigation of the locking bolt has shown that the recess head part is broken off and is not returned for an evaluation. Further visual inspection of the present locking bolt shaft has shown that a part of thread as well as the tip are dents and deformed marks visible. Based on the provided information we are not able to determine the exact cause of this breakage. We can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis or a combination of different factors, did lead to a fatigue failure. As the article and lot number is unknown we are not able to research the device history record and the manufacturing documents. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown screws: locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date, a patient¿s nails broke post-op. Both nails broke in the proximal part, at the screw level. Patient outcome was unknown. Concomitant devices reported: tfna fenestrated screw 110mm - sterile (part number 04.038.210s, lot h811286, quantity 1); 5.0mm ti locking screw w/t25 stardrive 44mm for im nails (part number 04.005.534, lot 4l61378, quantity 1); tfna fem nail ø12 le 130° l360 timo15 (part number 04.037.257s, lot h696305, quantity 1); tfna fem nail ø12 le 130° l380 timo15 (part number 04.037.259s, lot 14l7885, quantity 1). This report involves one (1) unknown screw: locking. This is report 3 of 3 for (B)(4).